Event description:
It was reported that during an unknown procedure, the device was fired for the first time and then removed from the patient. The cutline and staple line were complete. The device would not open to reload the device. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.